Event description:
It was reported that during a spine procedure conducted at the user facility, after the accurate placement of initial screws, the second set of the screws were not placed, as the markers were identified as 4 mm inaccurate. The initial registration was completed with the use of a ziehm 3d c-arm. The procedure was completed successfully without the use of navigation. No impact to the patient, or clinically significant procedural delays were reported with this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
It was reported that during a spine procedure conducted at the user facility, after the accurate placement of initial screws, the second set of the screws were not placed, as the markers were identified as 4 mm inaccurate. The initial registration was completed with the use of a ziehm 3d c-arm. The procedure was completed successfully without the use of navigation. No impact to the patient, or clinically significant procedural delays were reported with this event.